Manufacturer narrative:
Received 1 silicone catheter. The reported issue was confirmed as manufacture related. Per visual inspection a cut, 0.5¿ from the bifurcation area on the drainage lumen was found. Per functional evaluation, the balloon was inflated with 13cc of air using a syringe and it did not deflate; then, water was injected by way of the drainage lumen and leakage was noted on the cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that a crack on the funnel of the catheter was noted prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a crack on the funnel of the catheter was noted prior to use.